Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy international reports the impaction plate to be broken off the instrument. No surgery delay, no part remaining in patient, no adverse consequences reported. Examination of the returned instrument confirmed the complaint; the metal end of the handle broke off. The complaint sample consisted of (1) 221750041 pinnacle straight cup impactor. A search of the complaint database by product code identified a trend of handle breakages. A previous investigation (sem investigation) was conducted by a depuy material scientist in 2014 for handle fractures. Three submitted impactors were evaluated and found the instruments fractured through the pinnacle impactor end cap. The evaluation found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. The hardness testing confirmed the material met the engineering drawing specification. The previous sem evaluation is in the attachment section. Commercialized product development has been made aware of this failure through weekly department complaint handling unit commercialized product development meetings and is currently reviewing the design. Complaints will be monitored under post market surveillance sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
Customer is complaining the impaction plate to be broken off the instrument. No surgery delay, no part remaining in patient, no adverse consequences reported.